Event description:
This event is reportable based on the product analysis. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The 88% stenotic lesion was located the very tortuous and severely calcified mid right coronary artery. The lesion was predilated with a 2.5mm balloon. The physician advanced the 3.00x12mm taxus liberte drug eluting stent to the lesion, but was unable to cross. There were no pt complications. Pt status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Mfg. Date: 06/17/2006. Device eval: visual examination of the unit revealed damage to the proximal edge of the stent. Some proximal stent struts were slightly flared. This type of damage is consistent with the device encountering some form of restriction. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. A recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.